Event description:
Hill-rom rec'd a report from the account stating the brake was malfunctioning on the right head end (brakes not holding). The bed was located in the repair cage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake caster support was cut in half. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster, caster support and main bearing to resolve the issue. Based on this info, no further action is required.